Event description:
New information reported that the lead was capped.

Event description:
The patient received inappropriate therapy due to noise on the lead. Interrogation showed low pacing lead impedance. A small amount of noise was reproduced but it was not picked up by the device. The patient and physician have chosen not to take action as this time. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.